Manufacturer narrative:
A1,a2,a3: added patient information. B5: added to event description. No further information was available after multiple requests. Reference: (B)(4)

Event description:
The pericardial effusion was identified after the transeptal puncture and transeptal portion of the procedure was completed.

Manufacturer narrative:
Patient information: unavailable. Medical history: unavailable. Device information: unavailable. Reporter information: unavailable. (B)(4). Multiple attempts were made to obtain additional information.. However, no further information on the event could be obtained, and the device was not available for return or evaluation. From the acuson acunav ultrasound catheter directions for use: adverse reactions adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. (B)(4).

Event description:
During an endovascular cardiac procedure, a pericardial effusion occurred that required drainage. After the bb portion of the procedure, blood pressure was low, and when echocardiography was performed again in the cardiac cavity, the physician determined there was some pericardial effusion. Pericardial effusion was confirmed by surface echo, and the blood pressure was around 60. Norad was administered, and ultrasound-guided septal puncture was performed for drainage. After that, pv ablation, svci, and cti was ended. Blood transfusion and drainage with ffp were performed. Thoracotomy drainage was performed at the department of cardiac surgery. The procedure was successfully completed. No further information was available after multiple requests.